Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic (constant, severe at times and mild at others)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one of the devices" and device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included multigravida, live birth in 2003 and live birth in 1997. Concurrent conditions included obesity. Concomitant products included contraceptives nos since 2002 to (B)(6) 2007 for birth control. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)) and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage and dyspareunia had resolved and the menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. (B)(6). Concerning the injuries reported in this case, the following one/ones were reported via medical record conforming events pelvic pain, menorrhagia. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic (constant, severe at times and mild at others)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one of the devices" and device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included live birth in 2003, live birth in 1997 and multigravida. Concurrent conditions included obesity, paraovarian cyst, menometrorrhagia, dysmenorrhea and menses irregular. Concomitant products included contraceptives since 2002 to (B)(6)2007 for birth control. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2007, the patient had essure inserted. In (B)(6)2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy and total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain, vaginal haemorrhage and dyspareunia had resolved and the menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Current weight was 174 lbs. Concerning the injuries reported in this case, the following one/ones were reported via medical record conforming events pelvic pain, menorrhagia. Amendment: the report was amended for the following reason: this case (B)(4) was deleted from pv bayer database. As duplicate case was identified with fu information and merged into case (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.